Manufacturer narrative:
(B)(4). Stent: xience prime 4.0 x 23 and 4.0 x 18; other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, myocardial infarction, and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that eight days after the implantation of two xience prime stents (4.0x18 and 4.0x23) in the left main coronary artery and one xience prime stent (3.0x12) in the proximal left circumflex coronary artery, the patient had angina and shortness of breath that was classified as a myocardial infarction. The condition continued for approximately one hour before resuscitation was performed by ambulance personnel; however, the patient had no signs of circulation and respiration. The cause of death was listed as pulseless electrical activity with the development of asystole. An autopsy was not performed. The physician indicated that this event is unlikely related to the study devices, but is likely related to the study procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, myocardial infarction, ventricular fibrillation, and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that on (B)(6) 2012 the patient had ventricular fibrillation treated with epinephrine, amiodarone, and defibrillation. The patient had asystole treated with tonogen, amiodarone, and cardiopulmonary resuscitation.